Event description:
It was reported that the patient was experiencing inadequate pain relief prior to receiving the implantable pulse generator (ipg) at end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.